Event description:
Boston scientific received information that there was a slight rise in right ventricular shocking impedance measurements. It was later reported that the device had declared elective replacement indicator (eri) due to high charge times. As a result, the device was explanted. No adverse patient effects were noted.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.